Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Reportedly, the t:connect logbook confirmed the delivery of a bolus. However, the bolus delivery information was missing from the t:connect therapy timeline. There was no reported adverse impact to the customer.